Event description:
A "scan error" message was reported with the abbott diabetes care (adc) device and the customer was therefore unable to obtain sensor readings. As a result, the customer experienced a loss of consciousness and was unable to self-treat. The customer was treated by their daughter, a non-healthcare professional (non-hcp) who gave the customer an injection of glucagon. An ambulance was called where a healthcare professional (hcp) measured the customer's blood glucose levels (reading unspecified). No treatment was provided by the hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/deficiency. If a product defect/deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced a "replace sensor" message with the freestyle librelink application. Product quality engineering attempted to replicate the reported issue using a cellular device not identical to the actual device, but which shares relevant characteristics with the device involved and android 13 app version 2.8.4.9335, and was not able to reproduce the complaint. There were no issues identified with the freestyle librelink app during replication that would have led to the reported issue. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.